Manufacturer narrative:
On july 3, 2023, the mentor failure analysis lab received the device for evaluation. On july 5, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. During the visual analysis of the returned sample sm mpps dv 275cc, no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed a tear on the anterior view, measuring approximately 0.2 cm. A microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, the microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required.

Manufacturer narrative:
On (B)(6) 2023, mentor received additional information indicating that the patient was actually diagnosed with bilateral breast implant deflations. On may 25, 2023, mentor received additional information indicating that the correct date of explantation will be on (B)(6) 2023. This medwatch form is for the right breast prosthesis. Deflation on the left breast implant will be reported under mrn: 1645337-2023-06950.

Manufacturer narrative:
On june 10, 2023, mentor received additional information indicating that the patient's implants were replaced with the following devices: (right) 405cc mentor memorygel xtra breast implant catalog: smpx405, lot: 9795854, sn: (B)(6) and (left) 405cc mentor memorygel xtra breast implant catalog: smpx405, lot: 9856211, sn: (B)(6).

Manufacturer narrative:
On june 23, 2023, mentor received additional information indicating that the patient was also diagnosed with mild breast ptosis and mild breast asymmetry. The patient's implants were replaced with two 405cc mentor memorygel extra silicone gel breast implants.

Manufacturer narrative:
Future date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 275cc mentor smooth round moderate plus profile saline breast prostheses, suffered right breast implant deflation, post-procedure. As a result, the patient has been scheduled for implant explantation surgery on (B)(6) 2021.